Event description:
It was reported that the ilet user experienced a hypoglycemic episode after eating dinner without announcing the meal. Blood glucose (bg) rose to 240 mg/dl and the ilet delivered correction doses, after which bg later trended down and reached a low of 53 mg/dl, and the device issued a low glucose alert. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included self-treatment with oral glucose (juice) and subsequent stabilization, with no hospitalization or additional medical intervention. Investigation included troubleshooting and education with review of best practices for treating low glucose and discussion of potential setting adjustments with the trainer to mitigate future lows. Investigation of this case revealed that the event was associated with a missed meal announcement leading to automated corrections followed by hypoglycemia, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement.